Event description:
It was reported that a patient with aortic valve stenosis underwent a transcatheter aortic valve implantation using a transcatheter aortic valve. The patient medical history included insulin-treated diabetes mellitus, dyslipidemia, hypertension, coronary artery disease with unstable angina, renal failure not on dialysis, and neoplasia within the last 5 years. An electrocardiogram performed prior to the implant procedure showed no abnormalities. The implant procedure was reported to have no acute complications. At discharge, an electrocardiogram showed third-degree atrioventricular block, and a permanent pacemaker implant was reported. The patient was hospitalized for 15 days. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.